Event description:
It was reported that pump declared cartridge change error and customer initially could not attach cartridge to pump. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, inspected and cleaned pneumatic tap area, removed loose o-ring, and attempted to reseat cartridge; when original cartridge still would not connect, customer used new cartridge and, with guidance from technical support, successfully completed load process and resumed insulin delivery.

Manufacturer narrative:
(Remove a05 and add 0401).